Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a battery issue. During a review of the pump's event history by baxter (B)(4) personnel on (B)(6) 2010, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.63.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The device was evaluated and serviced in the field. The reported condition was confirmed. The assignable cause was depleted main batteries. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).